Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was not able to establish telemetry with the implantable pulse generator (ipg). Troubleshooting steps were taken to no avail and the patient was referred to the device for a follow up in-clinic. This will help rule out any potential implanted device concerns. The ipg remains in use. No patient complications have been reported as a result of this event.